Event description:
On 05/06/1998, the facility's materials manager informed the MFR's sales rep of the following: the physician was implanting the device and the catheter would not stay connected to the device. As a result, a new catheter and locking sleeve (kit) had to be opened and used. The new catheter and locking sleeve mechanism functioned properly. No further details were provided at this time.